Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0c2c9, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0c2c9, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that the therapy was never worked since implant on (B)(6) 2013. They had a lead revision on (B)(6) 2016. Patient stated they have irritable bowel syndrome (ibs) and take myrolax nightly. It was indicated that since (B)(6) 2016 they had not had a bowel movement. On the day of report when they were ¿bearing down¿ they could feel stimulation. They had never felt stimulation before with therapy. Patient stated if they can feel stim ¿ it would never work for her¿. It was noted that patient recovered completely from the revision surgery. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0c2c9, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0c2c9, implanted: (B)(6) 2013, product type: lead .

Event description:
The patient reported an incident of ¿bearing down¿ during a bowel movement and then feeling stimulation in her buttocks. The patient reported having irritable bowel syndrome (ibs). The patient stated the therapy never worked. The patient had a revision on (B)(6). After the revision the patient stated they were getting at least 50% relief.

Event description:
The patient also noted she always knew when she was going to expel gas due to a discomfort with ¿the machine¿.

Event description:
It was reported that the patient was still wearing a pad and had no control since implant. No falls or trauma since implant. Changing programs reported did not work, and she had discomfort walking or sitting with all of them. During reprogramming, the patient had no discomfort walking or sitting. The patient was reportedly worse now than she was before the implant. It was noted that the patient had botox two times before this and she at least did not have to wear a pad when the botox was working. In mid-march, the patient¿s concerns were not resolved and they still had no satisfaction from device. At the end of march, the patient had tried the different programs and still experienced some issues. A year later, it was reported that the patient never had therapeutic effect since implant. Stimulation was used on and off until (B)(6) 2015, and the patient decided to do a botox injection on (B)(6) 2015. Another procedure was performed on the patient¿s bladder on (B)(6) 2015 where they injected ¿something¿ into the bottom of the bladder. The stimulation was turned off for the procedure as well as for the electrocardiogram (ECG) on (B)(6) 2015. During the call, the patient turned the device off and turned stimulation down to 0 volts. The patient was to leave the device off until (B)(6) 2015, which was after another procedure in the operating room and another ECG.